Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event on the date of the complaint. A call service 128 replace battery alarm was recorded following a power on reset event. The pump powered up with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap measured within specifications. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. An intermittent power event was not duplicated during the investigation.